Event description:
The customer reported getting a recurrent defib failure, error 1000.

Manufacturer narrative:
The customer reported getting a recurrent defib failure, error 1000. The unit was evaluated at philips, and the symptom was verified. Replacing the power pca resolved the issue.